Event description:
Ph delivery system was calibrated per manufacturer's instructions. Patient underwent egd (esophagogastroduodenoscopy) for measurement of the esophagus junction to determine ph probe placement site. Egd scope removed and ph delivery system marked per measurement obtained. Physician inserted ph delivery system through mouth until measurement mark reached. Suction applied via bravo suction delivery system. Physician manually attempted to deploy ph probe with some difficulty. Physician stated handle of ph delivery system did not turn as it was supposed to. Physician then removed the delivery system and ph probe had been deployed. Egd performed post ph probe attachment per protocol to assure placement. Physician could not visualize ph probe at the esophagus junction, in stomach, or duodenum. Patient in no apparent distress, no coughing, and resting under sedation on stretcher. Chest x-ray performed and probe not located by x-ray. Physician elected to perform bronchoscopy to rule out inadvertent placement in lungs even though not seen on x-ray. Bronchoscopy negative for ph probe. Checked stretcher, sheets, and surrounding area. Ph probe not found. Patient taken to recovery area. No apparent injury. Physician spoke with patient and told patient it was a failed attempt for ph probe placement. Biomed notified to evaluate suction apparatus to assure that it was in working order. Biomed reported no deficiencies.